Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.

Event description:
It was reported that the blade went dull when used to cut a cast for the first time. No further information was provided.

Manufacturer narrative:
It was initially reported that the blade was available for return to the manufacturer. It has since been reported that the blade was discarded by the customer. The quality investigation is complete. Blade scrapped by the customer.

Event description:
It was reported that the blade went dull when used to cut a cast for the first time. No further information was provided.